Event description:
The customer reported that the autopulse platform (sn: (B)(6) ) displayed a user advisory (ua) 18 (max take up revolutions exceeded). It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow up report will be submitted if and when the product is returned, and the investigation has been completed.